Manufacturer narrative:
The investigation for the positioning issue, thrombus, and stroke has been completed. The impella device was not returned for investigation. However, clinical details were sufficient to determine the root cause. The cause of the positioning issue most likely was issue related due to improper technique as the impella came back across the valve during the repositioning attempt. Without additional clinical details, the root cause of the stroke and thrombus could not be determined. Corrections to the initial MDR MFR report:h6 component code changed from 2993 to 1158.

Event description:
The complainant reported that the patient on impella cp support experienced a stroke. The patient¿s impella had intermittent suction issues overnight. Impella in aorta alarm then occurred. Impella was turned down and the patient was started on 2 mcg/min of epinephrine. Echocardiography was performed and impella was found to have migrated forward, measuring 4.3 cm from the aortic valve annulus directed into an intra-ventricular structure. An attempt was made at repositioning during which the impella came back across the aortic valve. At that time the patient was stable. A decision was made to explant impella as the impella was planned to be weaned that morning already. The patient was brought down to catheterization lab and draped for impella removal. After the patient was draped and before the removal had begun the patient became unable to answer questions and displayed stroke symptoms. A neurological alert was called, and the physician decided to proceed with the removal. The impella was removed with excellent hemostatic result. There was no bleeding or oozing at the site. At this time, it was decided to intubate the patient and take the patient to computed tomography (CT). CT showed ischemia, so the patient was taken to interventional radiology and a thrombus was removed. The patient was then taken back to the cardiovascular intensive care unit where the patient was able to follow commands and move all extremities.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: warnings & cautions: warnings: section: pre-support evaluation. Section: impella cp with smart assist catheter insertion. Section: axillary insertion of the impella cp with smart assist catheter. Section: use of impella with transcatheter aortic valves. ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿